Event description:
It was reported the patient developed an infection in the area of the pump pocket. The symptoms of infection included pustules over the abdominal incision. The pump was explanted. The drug used in the pump was lioresal 500 mcg/ml at a dose of 73.33 mcg/day delivered on a complex continuous basis. The patient recovered without sequela.